Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine bleeding, adenomyosis and polyps (total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding (, menorrhagia),"). In 2012, the patient experienced anxiety ("psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the infection, menstrual disorder, vaginal haemorrhage, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded pregnancy test urine - on (B)(6) 2012: normal range; on (B)(6) 2012: normal range us pelvic: examination is limited by the patient's body habitus. Transabdominal images demonstrate normal shape of the uterus measuring 8.3 x 3.7 x 5.3 cm. The endometrium was not visualized. Urinary bladder appeared normal. Right ovary appeared normal. Left ovary was not seen. No adnexal masses were seen. Transvaginal images demonstrate normal appearance of the endometrium measuring 5 mm. No free pelvic fluid is seen. The left ovary is surgically absent. The right ovary appears normal measuring 2.2 x 2.0 x 2.2 cm. Impression: post left oophorectomy. Normal uterus and right ovary u/s ¿ pelvic non ob) (inside): thick lining emb (B)(6) 2012, surgical pathology report: pre-operative/clinical history endometrial polyp specimen(s) received a: endocervical curettage 8: endometrial curettage gross description specimen a, received in formalin labeled ecc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 1.5 x 1.0 x 0.3 cm (a1 tel specimen b, received in formalin labeled emc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 6.0 x 4.0 x 1.5 cm the specimen is entirely submitted in cassettes (b1-11 tel) diagnosis endocervical curetiings: no pathologic diagnosis. Endometrial curetiings endometrial polyps with superimposed secretory changes pre-post operative diagnosis: uterine polyps and menorrhagia. Procedure: hysteroscopy with dilation and curettage. Description of procedure: the patient was brought to the operating room and placed in the supine position after a spinal epidural was placed without difficulty. She was then placed in the dorsal lithotomy position. The vagina was prepped and draped in normal sterile fashion. A weighted speculum was introduced. A curved allis clamp was placed on the anterior lip of the cervix. The cervix was opened to 17 and dilated to 21 pratt. Hysteroscopy was introduced with the findings as stated above. An ecc was performed, and this was followed by sharp gentle curettage of the endometrial cavity until it was felt that all the tissue was removed, until the cavity was smooth. Hemostasis was excellent. The patient tolerated the procedure well. She was taken to recovery in good condition (B)(6) 2012, pelvic ultrasound. Findings: the retroverted uterus is 10.7 x 4.9 x 4.6 cm. The uterus is heterogeneous in echotexture with calcification. The endometrium is thickened measuring 2.5 cm and appears heterogeneous. There appears to be a f.7ca area of endometrial increased vascularity. Left ovary is surgically absent. The right ovary is 3.7 x 2.2 x 2.1 cm. No pelvic free fluid. Right kidney is 10 cm. The left kidney is 10.9 cm. No hydronephrosis impression: heterogeneous uterus, correlate clinically with adenomyosis. 2. The endometrium is heterogeneous and ill-defined an appears thickened (B)(6) 2012, surgical pathology report pre-operative/clinical history: menorrhagia, polyps specimen(s) received: uterus with cervix microscopic description sections of the endometrium reveal asynchronous changes. No atypia or polypoid change is identified. The myometrium contains focal superficial adenomyosis. The cervix is unremarkable diagnosis uterus, hysterectomy: endometrium: asynchronous. Myometrium focal superficial adenomyosis. Cervix no pathologic diagnosis. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs+mr received: new reporters and reporter information added. Plaintiff demography added. Product indication and explanted date added. New events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: mental anguish. Historical, concomitant condition and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine bleeding, adenomyosis and polyps (total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems (depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding (, menorrhagia),"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the infection, menstrual disorder, vaginal haemorrhage, anxiety, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2012: endometrial polyp specimen(s) received. A: endocervical curettage 8: endometrial curettage gross description specimen a, received in formalin labeled ecc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 1.5 x 1.0 x 0.3 cm (a1 tel specimen b, received in formalin labeled emc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 6.0 x 4.0 x 1.5 cm the specimen is entirely submitted in cassettes (b1-11 tel) diagnosis endocervical curetiings: no pathologic diagnosis. Endometrial cureting endometrial polyps with superimposed secretory changes pre-post operative diagnosis: uterine polyps and menorrhagia. Procedure: hysteroscopy with dilation and curettage. Description of procedure: the patient was brought to the operating room and placed in the supine position after a spinal epidural was placed without difficulty. She was then placed in the dorsal lithotomy position. The vagina was prepped and draped in normal sterile fashion. A weighted speculum was introduced. A curved allis clamp was placed on the anterior lip of the cervix. The cervix was opened to 17 and dilated to 21 pratt. Hysteroscopy was introduced with the findings as stated above. An ecc was performed, and this was followed by sharp gentle curettage of the endometrial cavity until it was felt that all the tissue was removed, until the cavity was smooth. Hemostasis was excellent. The patient tolerated the procedure well. She was taken to recovery in good condition; on (B)(6) 2012: pre-operative/clinical history: menorrhagia, polyps. Specimen(s) received: uterus with cervix. Microscopic description sections of the endometrium reveal asynchronous changes. No atypia or polypoid change is identified. The myometrium contains focal superficial adenomyosis. The cervix is unremarkable. Diagnosis uterus, hysterectomy: endometrium: asynchronous.. Myometrium focal superficial adenomyosis. Cervix no pathologic diagnosis. Pregnancy test urine - on (B)(6) 2012: results: normal range; on (B)(6) 2012: results: normal range. Ultrasound testes - on (B)(6) 2012: findings: the retroverted uterus is 10.7 x 4.9 x 4.6 cm. The uterus is heterogeneous in echotexture with calcification. The endometrium is thickened measuring 2.5 cm and appears heterogeneous. There appears to be a f.7ca area of endometrial increased vascularity. Left ovary is surgically absent. The right ovary is 3.7 x 2.2 x 2.1 cm. No pelvic free fluid. Right kidney is 10 cm. The left kidney is 10.9 cm. No hydronephrosis. Impression: heterogeneous uterus, correlate clinically with adenomyosis. 2. The endometrium is heterogeneous and ill-defined an appears thickened us pelvic: examination is limited by the patient's body habitus. Transabdominal images demonstrate normal shape of the uterus measuring 8.3 x 3.7 x 5.3 cm. The endometrium was not visualized. Urinary bladder appeared normal. Right ovary appeared normal. Left ovary was not seen. No adnexal masses were seen. Transvaginal images demonstrate normal appearance of the endometrium measuring 5 mm. No free pelvic fluid is seen. The left ovary is surgically absent. The right ovary appears normal measuring 2.2 x 2.0 x 2.2 cm. Impression: post left oophorectomy. Normal uterus and right ovary. U/s ¿ pelvic non ob) (inside): thick lining emb. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new event depression was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine bleeding, adenomyosis and polyps (total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems (depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding (, menorrhagia),"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, metrorrhagia and urinary tract infection had resolved and the infection, menstrual disorder, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2012: endometrial polyp specimen(s) received a: endocervical curettage 8: endometrial curettage gross description specimen a, received in formalin labeled ecc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 1.5 x 1.0 x 0.3 cm (a1 tel specimen b, received in formalin labeled emc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 6.0 x 4.0 x 1.5 cm the specimen is entirely submitted in cassettes (b1-11 tel) diagnosis endocervical curetiings: no pathologic diagnosis. Endometrial curetiings endometrial polyps with superimposed secretory changes pre-post operative diagnosis: uterine polyps and menorrhagia. Procedure: hysteroscopy with dilation and curettage. Description of procedure: the patient was brought to the operating room and placed in the supine position after a spinal epidural was placed without difficulty. She was then placed in the dorsal lithotomy position. The vagina was prepped and draped in normal sterile fashion. A weighted speculum was introduced. A curved allis clamp was placed on the anterior lip of the cervix. The cervix was opened to 17 and dilated to 21 pratt. Hysteroscopy was introduced with the findings as stated above. An ecc was performed, and this was followed by sharp gentle curettage of the endometrial cavity until it was felt that all the tissue was removed, until the cavity was smooth. Hemostasis was excellent. The patient tolerated the procedure well. She was taken to recovery in good condition; on (B)(6) 2012: pre-operative/clinical history: menorrhagia, polyps specimen(s) received: uterus with cervix microscopic description sections of the endometrium reveal asynchronous changes. No atypia or polypoid change is identified. The myometrium contains focal superficial adenomyosis. The cervix is unremarkable diagnosis uterus, hysterectomy: endometrium: asynchronous. Myometrium focal superficial adenomyosis. Cervix no pathologic diagnosis. Pregnancy test urine - on (B)(6) 2012: results: normal range; on (B)(6) 2012: results: normal range. Ultrasound testes - on (B)(6) 2012: findings: the retroverted uterus is 10.7 x 4.9 x 4.6 cm. The uterus is heterogeneous in echotexture with calcification. The endometrium is thickened measuring 2.5 cm and appears heterogeneous. There appears to be a f.7ca area of endometrial increased vascularity. Left ovary is surgically absent. The right ovary is 3.7 x 2.2 x 2.1 cm. No pelvic free fluid. Right kidney is 10 cm. The left kidney is 10.9 cm. No hydronephrosis impression: heterogeneous uterus, correlate clinically with adenomyosis. 2. The endometrium is heterogeneous and ill-defined an appears thickened us pelvic: examination is limited by the patient's body habitus. Transabdominal images demonstrate normal shape of the uterus measuring 8.3 x 3.7 x 5.3 cm. The endometrium was not visualized. Urinary bladder appeared normal. Right ovary appeared normal. Left ovary was not seen. No adnexal masses were seen. Transvaginal images demonstrate normal appearance of the endometrium measuring 5 mm. No free pelvic fluid is seen. The left ovary is surgically absent. The right ovary appears normal measuring 2.2 x 2.0 x 2.2 cm. Impression: post left oophorectomy. Normal uterus and right ovary u/s ¿ pelvic non ob) (inside): thick lining emb. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (vaginal, ), and uti was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine bleeding, adenomyosis and polyps (total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems (depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding (, menorrhagia),"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, metrorrhagia and urinary tract infection had resolved and the infection, menstrual disorder, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: endometrial polyp specimen(s) received a: endocervical curettage 8: endometrial curettage gross description specimen a, received in formalin labeled ecc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 1.5 x 1.0 x 0.3 cm (a1 tel specimen b, received in formalin labeled emc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 6.0 x 4.0 x 1.5 cm the specimen is entirely submitted in cassettes (b1-11 tel) diagnosis endocervical curetiings: no pathologic diagnosis. Endometrial curetiings endometrial polyps with superimposed secretory changes pre-post operative diagnosis: uterine polyps and menorrhagia. Procedure: hysteroscopy with dilation and curettage. Description of procedure: the patient was brought to the operating room and placed in the supine position after a spinal epidural was placed without difficulty. She was then placed in the dorsal lithotomy position. The vagina was prepped and draped in normal sterile fashion. A weighted speculum was introduced. A curved allis clamp was placed on the anterior lip of the cervix. The cervix was opened to 17 and dilated to 21 pratt. Hysteroscopy was introduced with the findings as stated above. An ecc was performed, and this was followed by sharp gentle curettage of the endometrial cavity until it was felt that all the tissue was removed, until the cavity was smooth. Hemostasis was excellent. The patient tolerated the procedure well. She was taken to recovery in good condition; on (B)(6) 2012: pre-operative/clinical history: menorrhagia, polyps specimen(s) received: uterus with cervix microscopic description sections of the endometrium reveal asynchronous changes. No atypia or polypoid change is identified. The myometrium contains focal superficial adenomyosis. The cervix is unremarkable diagnosis uterus, hysterectomy: endometrium: asynchronous. Myometrium focal superficial adenomyosis. Cervix no pathologic diagnosis. Pregnancy test urine - on (B)(6) 2012: results: normal range; on (B)(6) 2012: results: normal range. Ultrasound testes - on (B)(6) 2012: findings: the retroverted uterus is 10.7 x 4.9 x 4.6 cm. The uterus is heterogeneous in echotexture with calcification. The endometrium is thickened measuring 2.5 cm and appears heterogeneous. There appears to be a f.7ca area of endometrial increased vascularity. Left ovary is surgically absent. The right ovary is 3.7 x 2.2 x 2.1 cm. No pelvic free fluid. Right kidney is 10 cm. The left kidney is 10.9 cm. No hydronephrosis impression: heterogeneous uterus, correlate clinically with adenomyosis. 2. The endometrium is heterogeneous and ill-defined an appears thickened us pelvic: examination is limited by the patient's body habitus. Transabdominal images demonstrate normal shape of the uterus measuring 8.3 x 3.7 x 5.3 cm. The endometrium was not visualized. Urinary bladder appeared normal. Right ovary appeared normal. Left ovary was not seen. No adnexal masses were seen. Transvaginal images demonstrate normal appearance of the endometrium measuring 5 mm. No free pelvic fluid is seen. The left ovary is surgically absent. The right ovary appears normal measuring 2.2 x 2.0 x 2.2 cm. Impression: post left oophorectomy. Normal uterus and right ovary u/s ¿ pelvic non ob) (inside): thick lining emb. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine bleeding, adenomyosis and polyps (total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems (depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding (, menorrhagia),"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), genital haemorrhage ("gen. Abnormal bleeding"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and metrorrhagia had resolved and the infection, menstrual disorder, vaginal haemorrhage, anxiety, depression, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2012: endometrial polyp specimen(s) received a: endocervical curettage 8: endometrial curettage gross description specimen a, received in formalin labeled ecc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 1.5 x 1.0 x 0.3 cm (a1 tel specimen b, received in formalin labeled emc, consists of multiple irregular fragments of tan-pink soft tissue admixed with blood clot, 6.0 x 4.0 x 1.5 cm the specimen is entirely submitted in cassettes (b1-11 tel) diagnosis endocervical curetiings: no pathologic diagnosis. Endometrial curetiings endometrial polyps with superimposed secretory changes pre-post operative diagnosis: uterine polyps and menorrhagia. Procedure: hysteroscopy with dilation and curettage. Description of procedure: the patient was brought to the operating room and placed in the supine position after a spinal epidural was placed without difficulty. She was then placed in the dorsal lithotomy position. The vagina was prepped and draped in normal sterile fashion. A weighted speculum was introduced. A curved allis clamp was placed on the anterior lip of the cervix. The cervix was opened to 17 and dilated to 21 pratt. Hysteroscopy was introduced with the findings as stated above. An ecc was performed, and this was followed by sharp gentle curettage of the endometrial cavity until it was felt that all the tissue was removed, until the cavity was smooth. Hemostasis was excellent. The patient tolerated the procedure well. She was taken to recovery in good condition; on (B)(6) 2012: pre-operative/clinical history: menorrhagia, polyps specimen(s) received: uterus with cervix microscopic description sections of the endometrium reveal asynchronous changes. No atypia or polypoid change is identified. The myometrium contains focal superficial adenomyosis. The cervix is unremarkable diagnosis uterus, hysterectomy: endometrium: asynchronous. Myometrium focal superficial adenomyosis. Cervix no pathologic diagnosis. Pregnancy test urine - on (B)(6) 2012: results: normal range; on (B)(6) 2012: results: normal range. Ultrasound testes - on (B)(6) 2012: findings: the retroverted uterus is 10.7 x 4.9 x 4.6 cm. The uterus is heterogeneous in echotexture with calcification. The endometrium is thickened measuring 2.5 cm and appears heterogeneous. There appears to be a f.7ca area of endometrial increased vascularity. Left ovary is surgically absent. The right ovary is 3.7 x 2.2 x 2.1 cm. No pelvic free fluid. Right kidney is 10 cm. The left kidney is 10.9 cm. No hydronephrosis impression: heterogeneous uterus, correlate clinically with adenomyosis. 2. The endometrium is heterogeneous and ill-defined an appears thickened us pelvic: examination is limited by the patient's body habitus. Transabdominal images demonstrate normal shape of the uterus measuring 8.3 x 3.7 x 5.3 cm. The endometrium was not visualized. Urinary bladder appeared normal. Right ovary appeared normal. Left ovary was not seen. No adnexal masses were seen. Transvaginal images demonstrate normal appearance of the endometrium measuring 5 mm. No free pelvic fluid is seen. The left ovary is surgically absent. The right ovary appears normal measuring 2.2 x 2.0 x 2.2 cm. Impression: post left oophorectomy. Normal uterus and right ovary u/s ¿ pelvic non ob) (inside): thick lining emb. Most recent follow-up information incorporated above includes: on 5-may-2020: pif recieved. New events: gen. Abnormal bleeding, metrorrhagia, uti, post procedural complication were added. Outcome for pain and bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.